Event description:
A case file had two patients' images and video loops.

Manufacturer narrative:
Upon investigation we determined that the user collected patient data and did not invoke the "end case" operation on the system. When the next patient was prepared for the procedure, the user updated the patient screen and more data was collected. As a result, the case file had two patients' images and video loops. No patients were harmed by this event or did they require any additional procedures. The software performed as intended. The operator's manual instruct the user to invoke the "end case" after each patient. This was caused by the user error.